Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient just wanted the entire system explanted since the battery was becoming uncomfortable. It was indicated that the patient lost a lot of weight since their original implant date and the battery site had become very uncomfortable to them. It was reported that the patient¿s device was explanted today due to discomfort at the implant site due to their weight loss. The issue was resolved at the time of the report. The device would not be returned for analysis as the customer discarded it.